Manufacturer narrative:
H6: the device was not returned to ventec for an evaluation. The device was evaluated by the authorized service provider (asp) where the reported issues of it delivering an unexpected (low) breath rate, low vte (exhaled tidal volume) levels, lower than set peep (positive end expiratory pressure), and displaying the patient circuit disconnect alarm were confirmed. The asp replaced the external flow module (efm), internal flow transducer (ift), and exhalation control module (ecm) to resolve the reported issues. Proper device operation was then confirmed through functional and performance testing. The investigation determined the cause of the reported issues to be the efm, ift, and ecm.

Event description:
An authorized service provider (asp) contacted ventec to report that the device was delivering an unexpected (low) breath rate, low exhaled tidal volume (vte) levels, and lower than set peep (postive-end expiratory pressure). It was also reported that the device had displayed the patient circuit disconnect alarm. There were no reports of patient use associated with the reported issue.